Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose level was unknown. Customer stated the insulin pump battery compartment was discolored, rejected new batteries and diminished battery life to 1 week. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed batt test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. Unit had cracked battery tube threads, stained end cap sticker. The test reservoir locked in place properly and no anomaly noted.